Event description:
This spontaneous report was received on (B)(4) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson reach dental floss for dental cleaning (route-dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that the cutter of the floss had broken. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. A returned field sample has not been received for evaluation and specific information concerning product and lot number has not been provided. The analyst performed a review of the data associated with this complaint and found no adverse trends. Complaint could not be considered confirmed since customer unit was not received. However, documentation and history of changes demonstrate adequate controls and did not show any gaps in the production process that could potentially affect the product. The complaint shall be closed with a disposition of undetermined. Based on the information available the device was used as intended treatment. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson reach dental floss for dental cleaning (route-dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that the cutter of the floss had broken. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.